Event description:
Device issue: none. Adverse event: stemi, in-stent thrombosis. Onset of adverse event: several hours post stent implantation. It was reported via trial, that the patient presented on (B)(6)2010, with an acute myocardial infarction. On (B)(6)2010, the patient was taken to the catheter lab where thrombus was seen in the proximal left anterior descending (lad) artery, totally occluding the vessel. The thrombus was suctioned followed by xience v stent implantation and post-dilation, along with additional treatment to remove the remaining thrombus. Later that morning, the patient vomited in the intensive care unit. The patient experienced an st elevation myocardial infarction (stemi) and an occlusion was suspected, so the patient was taken for emergency percutaneous coronary intervention where in-stent thrombosis was found. The thrombus was suctioned and balloon angioplasty was performed. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: there was no reported product deficiency. The reported patient effects of thrombosis, myocardial infarction (mi), nausea and EKG/ECG changes (electrocardiographic alteration), as listed in the product instructions for use, are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Additionally, the patient presented with an acute myocardial infarction (ami). Per the contraindication section of the instructions for use: there is a possibility of stent insufficient deployment or the occurrence of complication for patients who have had a recent ami or who have not normalized the cardiac enzyme levels after ami. In this case, it is unknown how implanting the xience v stent in an ami patient may have contributed to the reported patient effects.